Event description:
It was reported that signal loss occurred. The sensor was inserted into the arm (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was in a signal loss state for over 3 hours. During this time, the patient did not have any symptoms, however, she ended up losing consciousness. No bg meter reading was taken. The patient¿s husband treated her with gummy bears and the patient recovered. It was not specified how long the patient was unconscious. The patient did not seek assistance from a higher level of care. When the cgm began providing vales again, her cgm read 79 mg/dl. It was not specified how long after the patient¿s loss of consciousness this cgm value was observed. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.